Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was selected for use in an endovascular treatment. During the fifth inflation at 10 atmospheres for 30 seconds, the balloon ruptured at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.